Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the cu needs a processor pca. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported that the device will not turn on. There was no reported patient involvement/adverse patient impact.